Manufacturer narrative:
Section b3: event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had acute kidney injury (aki) on chronic kidney disease (ckd). Their creatinine (cr) was 3.2 on admission in the fall of 2024. Cr had been around 2.1 to 2.7 since then.

Manufacturer narrative:
Corrected data: section e3: occupation corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported renal dysfunction could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they ultimately expired. No product was returned for evaluation (manufacturer report #2916596-2025-03871). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.